Event description:
A rep from an emergency medical service agency reported that they used a precision xtra meter on a pt and received a reading of 500mg/dl. The customer was transported to hosp where they received a reading of 28mg/dl on a competitor's meter about 45 mins later. There was no info available regarding the pt's treatment or diagnosis. However, the rep reported that the pt did have a brain injury. It should be noted that the cause, type and if the adc meter contribute to the brain injury are unk. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: meter is not a valid serial #. A f/u report will be submitted if the meter is returned with the valid serial #.